Event description:
It was reported that a battery was damaged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the battery was confirmed, as a few of the terminal contacts were observed to have fluid damage/corrosion on them upon arrival of the returned 14v lithium ion battery (serial number: gw076074). Due to the safety hazard posed by this corrosion, the battery was not functionally tested. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records for the heartmate 14v li-ion battery were not reviewed, as they reside with the original equipment manufacturer (OEM). However, the battery was observed to pass initial inspection. The heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the universal battery charger to charge and calibrate the 14v li-ion batteries. Instructions on how to use the ubc to view and interpret key information about the batteries are also provided. The heartmate 3 patient handbook section 6 ¿ ¿equipment maintenance¿ provides instruction on how to properly clean and maintain all equipment, including the 14v li-ion batteries. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.